Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 310c27, serial/lot #: (B)(4), ubd: 31-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information two days post implant of these mitral bioprosthetic valves in the mitral and tricuspid positions, the patient died. The cause of death was not received. There was no evidence to suggest that the valves or their function contributed to the patient¿s death. It is unknown whether an autopsy was performed.